Manufacturer narrative:
Philips has investigated this complaint. A philips service engineer inspected the system onsite and confirmed that the images were not visible. After reviewing the log file fse confirmed that there is a malfunction in frontal ip-pc. The fse replaced the ippc and hard disk, after replacement of ippc and hard disk and reloaded software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system could not x-ray. The system was in clinical use. No user or patient harm has been reported. A philips field service engineer (fse) visited the site and replaced the ip-pc and the hard disks. The device was returned to expected functionality.